Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 04/09/2019 to 8/27/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200287147 for medley - err 120-4610 which does not correlate to the customer reported issue.

Event description:
It was reported that the 8015 device would not turn on/off. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 04/09/2019 to 8/27/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200287147 for medley - err 120-4610 which does not correlate to the customer reported issue.

Event description:
It was reported that the 8015 device would not turn on/off. There was no reported patient involvement.